Event description:
Catheter placed in right subclavian in 2004. Patient had chemotherapy and line was patent unit 02/2004. When flushing w/saline it was noted to be leaking from the venous insertion site. The registrar flushed again and the same thing happened. The line was removed on the following day.